Event description:
The following was reported to davol via maude event report (B)(4). It was alleged that on (B)(6) 2002 the patient was implanted with a bard kugel mesh for hernia repair. The patient reports pain almost all the time, especially after eating, and that pain decreases a little when bowels are moved. Reporter says the mesh feels like he is being stuck with needles and he is having dark blood in stool. The report provided to davol did not include contact information and as a result we are unable to follow up with the patient.

Manufacturer narrative:
A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The davol device in question is not a recalled device. Via the maude event report the patient requested information regarding a recall, however he did not include contact information on the report. With the information provided, it is unknown whether the device may have caused or contributed to the reported event. This MDR includes all patent, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.